Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device presented with a low battery voltage 11 months after implant. The device was explanted.

Manufacturer narrative:
During testing, a high current drain was observed. The excessive current drain was traced to the hybrid subassembly. This anomaly caused the low battery voltage observed in the field. The root cause for the high current drain could not be conclusively determined.